Manufacturer narrative:
Product complaint #(B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 - device not returned. Additional information provided: we have noticed that we have an increased number of patients returning post-op with sutures that have not absorbed. These have ranged mostly in the vircryl, violet and undyed. Upon reading the surgeons notes, these patients are presenting some weeks to months after post-op, no signs of infection, just absorbable sutures in 'perfect form'. Additional information has been requested and the following received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Reporter-works in outpatients, not in theatre, so I am not present upon usage to record the lot numbers. (Not available). I could ask if the team in theatre could record the lot numbers of the sutures they are using to see if there are 'repeat offenders'. All we can do moving forward is perhaps correlate information as we come across each pt case, there are numerous nurses working in this particular clinic, but I could perhaps talk to the num of outpatients about having the team record any instances. Please confirm the number of patients affected by these issue? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide information requested below for each patient/event. What are the procedure name(s) and date(s)? Can you identify the lot numbers and product code of the product that was used from each product family mentioned previously (vicryl, violet and undyed)? What is the quantity involved per procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. Patient presenting some weeks to months after post-op, no signs of infection, just absorbable sutures in 'perfect form'. Additional information has been requested.